Event description:
It was reported that blood was noted in the tubing during repositioning of the iab. The iab was removed and replaced without any complications.

Manufacturer narrative:
MFR control no ii980039. The sample has been returned to arrow. Examination revealed that the nitinol inner lumen was fractured. It cannot be determined how the lumen fractured. Based on experience and the nature of product use, there is a low potential for pt injury. Central lumen fracture in use, would immediately be observed by med personnel as evidenced by pump alarms and blood in the gas tubing. Product labeling states, "any evidence of blood leakage within the iab assembly warrants immediate removal."